Event description:
It was reported, through the receipt of a user facility medwatch, that the dilatation catheter ruptured causing a dissection of the pda. Two stents were placed to reduce the dissection. Reportedly, the pt is stable.